Manufacturer narrative:
A batch record review was conducted resulting in the following: urinary catheter in question was manufactured in february, 2023. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled. No nonconformity had been registered during the manufacturing process of the mentioned lot. Correct raw material was used. No other complaint has been received on the lot in question. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A2: sex: male based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user reports he used catheters that leaked through paper packaging immediately after water sachet is burst and he states he got a uti shortly after using a few like this, unsure if this could be attributed to this defect. End user reports with the defect, the catheter felt ok going in, no pain or discomfort to use but did mention a few days after using these catheters with this defect, he did get diagnosed with a uti. He said he us really not sure if this defect could be to blame for his uti as he said there are many things that can cause a uti. He has gotten utis in the past he said, prior to this on being in june of this year. He said he knew he had a uti most recently as he had "pain in the belly", pain upon urination and cloudy urine. He reached out to his md. He did have to do urine testing, diagnosed with uti and did get antibiotics (name unknown) felt better just a few days after starting them and much better now.